Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a normal device interrogation of this implantable cardioverter defibrillator (ICD) it was determined tachy mode had previously been turned off. It was reported the patient was last seen three months prior. It was unknown when the programming change had occurred. The local area sales representative programmed tachy mode back on. The sales representative planned to review the device settings report at the next follow-up appointment to determine when the change occurred. It was also reported this patient has other health related issues and has a history or emergency room visits. No adverse patient effects were reported.